Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer states that her blood glucose goes as high as 400-500 mg/dl every time she changes the site out. The customer's current blood glucose was 437 mg/dl. The customer does not feel comfortable with the insulin pump. The customer treated the high blood glucose with the insulin pump. Troubleshooting was conducted. The customer ran a manual prime and insulin did exit the tubing. No further information was reported.